Manufacturer narrative:
B5: correction- leads and anchors were all explanted.

Event description:
Related manufacturer reference number: 1627487-2024-07998, 3006705815-2024-02643. Additional information was received wherein the anchors and leads were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000141346. Common device name: anchor, model: 1192, UDI: (B)(4), serial: na, batch: 9072678.

Event description:
Related manufacturer reference number: 3006705815-2024-02589. It was reported the patient's anchor was exposed due to patient being diabetic. As a result, surgical intervention occurred wherein the anchor and lead were explanted to address the issue. The ipg was left implanted.